Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio- seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
A 6f angio-seal vip was deployed following a pre-deployment angiogram, which determined that the vessel was suitable for angio-seal use. It appeared that hemostasis was achieved, but then the site began to bleed and the pt then lost pedal pulses. Ultrasound confirmed the angio-seal was deployed intra-arterially. It is unknown if there was a disease at the puncture site or if the puncture was on or at the bifurcation. The patient was stable and was scheduled for a stent placement to restore blood flow. Additional information was requested but not available.